Manufacturer narrative:
An onsite evaluation of the thermogard xp ivtm console (sn (B)(4)) was performed by a zoll service technician. No device malfunction was observed during testing. Ivtm console performed as intended. During visual inspection, corrosion was observed on the cooling engine compressor hold-down bold. This observation does not affect system performance of the console and not related to the reported complaint. A review of the event log was performed and no issues were observed. The thermogard console passed all testing and is certified for routine clinical use.

Event description:
After four days, during maintenance phase of 36°c on a patient using ivtm therapy, the user noticed the saline bag was low and air in the tubing. User also observed that the floor was wet. Following this, the saline bag was replaced and re-primed the start-up kit and continued with therapy. After 3 hours during continuation of the maintenance phase of therapy, the user observed an empty saline bag. The user also observed that the condensation tray was full of saline and in the air trap of the ivtm console. Ivtm therapy was discontinued. No consequences or impact to patient. MFR 3010617000-2020-00195 for icy catheter.